Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-01999. It was reported the patient's system was autoreducing. Further troubleshooting revealed that one of the patient's leads had high impedance and x-ray revealed the lead had migrated into an l-shape. As a result, the patient may undergo surgical intervention at a later date to address the issue. It is unknown which lead had migrated and has high impedance, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the migrated lead was explanted and replaced. Effective therapy was established post-operatively.